Manufacturer narrative:
This report is been submitted to provide additional information from the customer.

Event description:
Additional information received from the customer that the event occurred during preparation for use, prior to an oral ultrasound endoscopy procedure. It was reported that no ultrasound image displayed when the device was connected, but an endoscopy image. The procedure was finally performed with another ultrasound endoscope after a 10-minute delay.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section glue worn out, charged coupled device (ccd) lens chipped, air leak due to ec pins detached, scope connector covers damaged, key top n°1 wear, knob play and less angulation. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope exhibited no ultrasound image. The event occurred during preparation for use, prior to an unknown procedure. There was no patient involvement, or user injury associated with this event.